Event description:
During the af procedure, impedance and display issues were noted resulting in delays to treatment. Once discharge began, it was noted that impedance of the catheter was high and it could not discharge normally. In 3d, electrodes 3 and 4 of the catheter were elongated. The light source was replaced, the computer host was restarted, and it was attempted to replace the radiofrequency meter with no resolution. The catheter was exchanged and the issue was resolved. There were no adverse consequences to the patient. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter successfully attached to a test box with no anomalies noted. Electrodes 1, 3, and 4 met specifications during electrical testing with no open or short circuits detected. Seal integrity testing was within specifications. When placed in a 37.0 °c calibrated water bath, the tip thermocouple displayed a temperature of 36.6 °c; the temperature difference was 0.4 °c which met requirements. Microscopic inspection of the distal shaft revealed no anomalies. The device history records for each possible batch number (8700891 or 8598482) were reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.